Manufacturer narrative:
On 20-nov-2025, additional information was received indicating the relationship with the ablation catheter (varipulse) was categorized as ¿possible¿ related and not related to other devices. The relationship with the index study procedure was updated from ¿expected/anticipated¿ to ¿unexpected/unanticipated¿. The patient¿s outcome was updated from ¿recovering/resolving¿ to ¿recovered/resolved¿ with an end date of (B)(6) 2025. Patient details received have been updated in section a. Patient information. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31659010l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse catheter and experienced pericarditis. On (B)(6) 2025, (start date), pericarditis (adverse event # 1) was suspected after the ablation with the varipulse catheter. The adverse event was categorized as moderate and serious with in-patient or prolonged hospitalization. The relationship with the ablation catheter was reported as ¿possible¿. The relationship with the index study procedure is causal and expected/anticipated. The patient¿s outcome was reported as recovering/resolving. Intervention performed was medication ibuprofen + colchicine + analgesics (morphine, novaminsulfon, piritramide). Hospital admission date was reported as (B)(6) 2025 and discharged date as (B)(6) 2025.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 10-feb-2026, additional information was received indicating yes, the relationship with the index study procedure was ¿expected/anticipated¿. The status was updated from ¿unexpected/unanticipated¿ to ¿expected/anticipated¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).